Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer indicated vis phone call that their blood glucose went low and the pump didn't go into threshold suspend. Customer indicated that blood glucose was 97 mg/dl at the time of call but was 38 mg/dl at the time of incident. Troubleshooting found that pump and reservoir were working fine and customer was advised to follow up with doctor regarding the low blood glucose and to monitor pump and call back if issues persist.